Event description:
It was reported that there were concerns this pacemaker exhibited loss of capture (loc) on the right atrial (ra) lead channel. Technical services (ts) reviewed the reports and noted that it appeared to be loc. Ts suggested further evaluation and a chest x-ray. The device remains in use. No adverse patient effects were reported.